Manufacturer narrative:
A system checkout was performed on the system and was reported in MDR 1723170-2019-01529. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: the correct date on MDR supplement #1 was 2019-03-20. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was not available on the date of filing. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during a procedure, the monitor kept turning itself on and off. It would flash off, and look like it was going to sleep, then come back on back where they were in the software.